Manufacturer narrative:
(B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet ultra pe embolectomy catheter was selected for a thrombectomy procedure to treat a pulmonary embolism. The device was in thrombectomy mode however, when it was switched to power pulse mode, an alarm was displayed stating there was air present in the device. The physician attempted to purge the catheter but the issue persisted. Another angiojet ultra pe embolectomy catheter was used to complete the procedure.

Manufacturer narrative:
Device evaluated by MFR: the returned device was microscopically, tactile and visually inspected. Blood was present inside the device and the boot was half filled with fluid, when received. The boot vent hole was inspected and it was acceptable. There were numerous kinks throughout the device. Functional testing revealed the device ran within normal range, without any leaks, issues or alarms. The boot was removed from the device and placed into the console again. The device ran through the full priming cycle and 60 seconds into the thrombectomy mode. The seals were reviewed and there was no top seal leak. Because there was no evidence of any product quality deficiencies, it was considered likely that the kinks were attributable to handling of the device. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet ultra pe embolectomy catheter was selected for a thrombectomy procedure to treat a pulmonary embolism. The device was in thrombectomy mode however, when it was switched to power pulse mode, an alarm was displayed stating there was air present in the device. The physician attempted to purge the catheter but the issue persisted. Another angiojet ultra pe embolectomy catheter was used to complete the procedure.